Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a problem with her quick set infusion set. Blood glucose reading was over 400 mg/dl. The customer did not have the reference number or lot number available. Customer stated that her infusion set was disconnection without her being aware of it. The customer stated that the high blood glucose was caused by the disconnection and not the insulin pump. Advised that the infusion sets will be replaced. The customer did not accept offer to troubleshoot the issues. Customer had thrown away the sets that were giving her problems. Nothing further reported.